Manufacturer narrative:
Visual examination of the returned device found the tip of the screwdriver was broken off. The instrument was subsequently submitted for fracture analysis. Optical imaging of the driver tip revealed plastic deformation at the hex lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex lobes indicates a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure. A supplemental hardness test was also performed. Device was within specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause is quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Today we had a c3-t2 posterior fusion using mountaineer. The case was going well until we got to the thoracic pedicle screws. Using navigation, we drilled the t1 pedicle and then tapped the hole with a 3.5mm mountaineer tap. The surgeon was placing a 4.35x30mm screw (1883-19-430 lot# ) when the mountaineer poly qc driver (6983-36-615 lot# ) tip snapped in the drive mechanism of the bone screw. Immediately the surgeon removed the poly qc driver and looked into the bone screw head. The tip of the driver remained in the bone screw. The surgeon was unable to obtain the small broken tip from the bone screw head with a kocher or a few other small instruments. In this case, we moved forward with a screw extraction technique. We took a 3.5mm rod, cut a small piece of it, final tightened the small piece of rod in the bone screw, and used the countertorque to successfully back out the screw and the tiny broken tip from the poly qc driver. We completed the remainder of the case using the mountaineer standard 3-piece screwdrivers. There was no patient harm in this incident. There is no further information.